Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous below-the-knee (btk) artery. Some resistance was encountered upon advancing the 2.0mm x 40mm sterling es pta balloon dilatation catheter across the target lesion. The balloon was inflated 4 times below nominal pressure. On the 5th attempt, the balloon was inflated to 12 atms for 20 seconds and ruptured. The device was removed from the patient intact. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Baxter clinical affairs has made multiple attempts to contact the reporting surgeon for additional information. No response has been received. This case will be kept on record for trending purposes.

Event description:
A pediatric patient had surgery and floseal was used. Six months later (present day), the patient was opened up for a separate procedure and floseal granules were found undissolved inside the patient. The doctor was not concerned by the finding.

Manufacturer narrative:
(B)(4). Baxter medical assessment: too slow, hesitant application and/or approximation of floseal may induce blood imbibition of the gelatin matrix, creating a solidified mass of excessive product. This may also happen in the presence of massive, aggressive bleeds. Also use of floseal in the absence of active bleeding without subsequent irrigation of non-reacted product may, in conjunction with a severe surgery dependent inflammatory reaction, impede resorption. Based on the existing information this is not yet confirmed. Follow-up with the surgeon is on-going. This case is being conservatively reported to meet reporting deadlines. A follow-up report will be submitted following receipt and evaluation of additional information.